Manufacturer narrative:
The motor error alarm occurred during the rewind process due to corroded motor home switch. The device was unable to verify the excessive no delivery alarm due to motor error alarm. (B)(4).

Event description:
Customer reported via phone call motor error alarm, no delivery alarm and high blood glucose on the insulin pump. Customer's blood glucose reading was 545 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer received the motor error alarm during the rewind process. Customer received 5 motor error alarms in the last 30 days. Troubleshooting for the no delivery alarm was performed. Customer received the no delivery alarm during a bolus attempt. Customer was able to resolve the issue with a complete set and reservoir change. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.